Manufacturer narrative:
2/11/1999- supplemental report sent to FDA.

Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy. Reportedly, the instrument was difficult to open. The device was not clinically applied. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.